Event description:
It was reported that during a wedge resection procedure, the staple line was opened after 2nd firing. Competing product was used to complete the case. There were no adverse consequence to the pt.